Manufacturer narrative:
Continuation of concomitant products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3887-33, lot# l74038, implanted: (B)(6) 2000, product type: lead. Product ID: 3587a, lot# l70878, implanted: (B)(6) 2000, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 23-nov-2003, UDI#: (B)(4); product ID: 3587a, serial/lot #: (B)(4), ubd: 28-sep-2003, UDI#: (B)(4). See MDR report # 3004209178-2018-18077 for the information regarding the replaced ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the rep was called to interrogate the patient¿s ins. The rep stated about a month ago, the patient started to have pain in their leg. It was reported that the pain came and went so the patient checked with their patient programmer and it wouldn¿t do anything. The rep stated the ins voltage was 2.08v and the insstatus was eol (end of life). The caller was able to turn the ins on but the patient didn¿t feel anything. The rep had already run impedances and provided the following results: 5-7 ??? 5-6 1442 4-7 over 4k 4-6 ??? 4-5 1442 3-7 over 4k 3-6 over 4k 3-5 over 4k 3-4 1442 2-7 over 4k 2-6 over 4k 2-5 over 4k 2-4 1442 2-3 714 1-7 over 4k 1-6 over 4k 1-5 over 4k 1-4 over 4k 1-3 over 4k 1-2 over 4k technical services reviewed the potential that the ins likely dropped below the voltage trip point to turn off and/or por and then the voltage rebounded so they were able to turn ins on, but it would likely turn off again. Technical services reviewed the ins will need to be replaced but suggested running impedances now that the ins had been on for a few minutes and running at 3v to get a more accurate measurement and hopefully clear the ??? Readings. It was reported the event began about a month ago in 2018. Additional information reported that the stimulation was lost at 2.08v. It appeared the programmer would not work because the device was at eol. The cause of the issues was unknown. The device would be replaced and the high impedances would be evaluated at that time. The patient was referred to a neurosurgeon. After the device was replaced, the impedances continued tobe high. The cause remained unknown. Stimulation was able to be achieved on limited contacts. The patient was going to see how they do with the stimulation and will evalu ate if they would like to replace the leads. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 7427 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2018-(B)(6) product type implantable neurostimulator product ID 7435 lot# serial# (B)(4) implanted: 2000-(B)(6) explanted: product type programmer, patient product ID 3887-33 lot# l74038 serial# implanted: 2000-(B)(6) explanted: product type lead product ID 3587a lot# l70878 serial# implanted: 2000-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explanted ins would not be returned for analysis as the facility disposed the ins. No further complications were reported/anticipated. See related regulatory report: 3004209178-2018-18077